Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired a bladder infection following an implant procedure. The patient was treated by a urologist and provided with oral antibiotics. There have been no further reports of complications.